Event description:
It was reported that an overinfusion occurred. The instrument was programmed to deliver over a 24 hour period and the infusion was complete in 15 and 1/2 hours.there was no reported patient consequence.